Event description:
The customer reported two weeks ago, the touch screen was calibrated and working; after that, the response to touch got worse and worse until the touch screen would not respond at all; touch screen freezes. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient/user involvement: the customer reported there was no patient involvement. Date of event: (B)(6) 2016.